Manufacturer narrative:
Additional information received: the sensor was not replaced, medical staff deemed that monitoring was no longer necessary.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826850) failed while in use. Looking through the error logs it was found multiple "sensor warning: mean icp value exceeded the valid range:" messages. The recorded values are between -84 to -360mmhg. Patient required an MRI scan of head. Icp monitor in situ which required gauze and coiling away from the skin pre scan. This was done incorrectly and needed re-doing multiple times leading to higher risk of dislodgement. Patient admitted to hospital with a intraparenchymal bleed and has the icp monitor in still (24 days) due to continuing icp spikes and hydrocephalus. MRI completed safely however icp now reading negative numbers and is not sutured in. ?accidentally dislodged or moved slightly. Additional information received: - sensor reference? 826850 - sensor lot number? Unknown - extension cable lot number? Unknown - date of event? 18/02/2026 - was the patient lead (electrode of extension cable) always connected to the patient? Yes - implant location - parenchymal - did the issue lead to any patient injury / complications or death?answer : no - did the issue lead to a critical delay in patient care ? No - what was the user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data)? Preparing to MRI - what was happening with patient (e.g., transport, MRI, CT)? MRI - what did medical team do to solve the issue? Eventually the probe was secured properly for MRI, then subsequently the probe failed. - if applicable: can you please confirm if the replacement with new sensor was successful ? No replacement done.